Manufacturer narrative:
Batch review performed on 21 may 2025. (B)(4) items manufactured and released on 04-oct-2024. Expiration date: 2029-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause. Additional devices involved: liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot. 2413073, batch review performed on 21 may 2025. (B)(4) items manufactured and released on 31-may-2024. Expiration date: 2029-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.